Event description:
While withdrawing another company's balloon catheter, the balance universal guide wire was coming out with the catheter. The removal of the balloon catheter was suspended and the proximal end of the guide wire was pulled. It was then observed that the movement of the proximal end of the guide wire did not synchronize with that the distal end, thus, a separation of the guide wire was suspected. Exercising care, both the balloon catheter and the guide wire were withdrawn from the vessel. The distal portion of the balance unversal guide wire was removed from the vessel, trapped inside the other company's balloon catheter. No patient effects were replaced.